Manufacturer narrative:
Device was returned and analyzed.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent lead revision surgery(reference MFR. Report# 1627487-2018-09780). Thereafter the ipg was unable to communicate with the external devices. Troubleshooting was attempted to no avail. As a result, the ipg was replaced.